Event description:
It was reported that the patient's implantable neurostimulator (ins) was implanted after its use before date. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# va014tx, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).